Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ luer-lock syringe had dirty black foreign matter both in the packaging and in the syringe. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: six sealed sample units and one opened sample unit were received for evaluation by our quality engineer. Upon visual inspection of the samples, black particles were observed inside and outside of the syringe. Through magnified inspection, the foreign particles were identified as silicone and dirt resulting from the assembly process. A device history record review did not reveal any documented quality issues during the production of lot number 1804254 that could have contributed to the observed/reported defect. Equipment within the manufacturing line is regularly cleaned according to procedure. Inspections are performed during the manufacturing process to detect faulty product and final products are sampled from the manufacturing line for visual and functional inspection. A definitive site within the manufacturing process could not be identified for the reported incident. Investigation conclusion: no incidence has been detected during manufacturing process related to the alleged defect so, the root cause of the alleged defect cannot be determined. Based on occurrence it was determined no corrective action is required at this time.

Event description:
It was reported that a bd plastipak¿ luer-lock syringe had dirty black foreign matter both in the packaging and in the syringe. There was no report of exposure, serious injury, or medical intervention.